Event description:
Ems personnel were using the device on a pt, condition unknown. It was reported that when the device was attached to the pt, the device gave a continuous connect electrodes message and would not analyze. The pt was connected to a back up device and was found to be asystolic. It was determined that the pt was under a do not resuscitate order and treatment was terminated. The pt was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the pt outcome. This determination was based on the pt's lack of viability and the availability of a back up device.